Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the customer's reported, ¿the emergency light turns on¿ issue was confirmed. The issue was determined, to be the result of accumulation of dust inside the equipment, failure of the power supply and pc board. The root cause of the accumulation of dust inside the equipment, as well as the power supply and pc board failures could not be determined. In addition, the following non-reportable malfunction was found, during the device evaluation: rear panel damage, substrate damage, 3 power supply screws missing and a broken rear connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the lamp on his olympus evis exera iii xenon light source went out during an examination. According to the initial reporter, the subject device was inspected prior to use and no abnormalities were noted. Reportedly, the procedure was completed using the subject device. There was no patient harm or consequence reported as a result of this event.